Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in ¿early¿ (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by "feeling really sick" abdominal pain, confusion and cloudy drain. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. Twenty days prior to receipt of this report the patient was treated with unknown antibiotics given intravenously then subsequently intraperitoneally, in the solution bag for twenty one days (frequency and dose not reported). The patient was discharged on an unknown date. At the time of this report the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.